Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that they had failed battery test alarm on insulin pump. Customer¿s blood glucose level was unknown at the time of the incident. Customer stated her blood glucose was reading high on the meter, over 600 mg/dl. Customer declined high blood glucose troubleshoot. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.